Manufacturer narrative:
Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. Device testing could not be completed due to loss of lock. External equipment has been exchanged and programming adjustments have been made; however, the issue did not resolve.

Manufacturer narrative:
The recipient's device has reportedly began functioning again. Device testing is within normal limits. The recipient is reportedly using the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this non-reportable event as closed. Device testing revealed results within normal limits. The recipient will not pursue revision surgery at this time. The recipient continues to use the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.